Event description:
The facility returned the device for svc. During svc, the baxter repair tech noted depleted batteries. The hosp rep stated, that there have been no reports of any pt incident involving this pump. No add'l info is available.

Manufacturer narrative:
The condition of depleted batteries was confirmed. The batteries were replaced due to potential damage. This issue is currently being investigated under mdq-CAPA. Review of the complaint history reveals similar reports have been rec'd for this prod for the reported issue.